Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy spine reports an event in (B)(6) as follows: it was reported that during an inspection on an unknown date, it was noticed that the tip of the screwdrivers were stripped. There was no surgery or patient impact. No further information provided. This report is for one (1) expedium spine system quick connect si poly driver . This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: concomitant device reported. Investigation summary: background: during an inspection it was noticed that the dip of the screwdrivers were stripped. Date of event is unknown and cannot be found out. No surgery impact. No patient impact. This complaint involves three (3) devices. Investigation flow: damage. Visual inspection: the xpdm quick-con si poly scwdrvr(part # 279712400, lot # 0708mi ) was received at us cq. The distal tip of the device was observed to be worn out completely to the core. The twisted/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: device history lot: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number 0708mi was released in a single batch. Batch1: lot qty of 53 units were released on 01 oct 2008 with no discrepancies. Batch2: lot qty of 55 units were released on 30 oct 2008 with no discrepancies. Batch3: lot qty of 15 units were released on 12 nov 2008 with no discrepancies. Batch4: lot qty of 50 units were released on 17 nov 2008 with no discrepancies. Batch5: lot qty of 18 units were released on 19 nov 2008 with no discrepancies. Batch6: lot qty of 27 units were released on 19 nov 2008 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.